Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative evaluated the system and discovered an error message. The software logs were evaluated, and the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Medtronic representative reinstalled the software on the imaging system. A full system checkout was successfully completed, with all checks passing. The system is now fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site reported that when booting up the imaging system during a spinal fusion case, the mobile view station came to the patient information screen but then the screen went blank and stayed that way. There was also an error on the pendant indicating no connection with the mobile view station. Despite rebooting, the issue persisted. There was a reported delay to the procedure of less than 1 hour due to this issue. Site discontinued use of the imaging system and successfully completed the procedure using a c-arm, with no adverse effect on patient outcome.